Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
During subsequent follow-up with the reporter, additional information was obtained. The reporter stated that there was a several minute delay in the tibial tuberosity advancement procedure on a canine. It was reported that a replacement device was available and the procedure was completed successfully with no further issues. There was no patient/user injury reported. The surgeon reported that the facility performs 5 procedures/week that require a sagittal saw attachment. The surgeon confirmed that he rotates the drill with another from a different manufacturer. The surgeon confirmed that the attachment gets repaired on about a 6-12 month schedule. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the blade tightening bolt will no longer tighten properly to hold the blade was confirmed. An assessment was performed and it was observed that the unit turn-knob will not lock cutter. It was further observed that the cylinder-pin broke in the threaded ring, allowing the stop sleeve that tightens the set screw coupling to become loose. As a result the set screw coupling could not tighten the blade properly. The assignable root cause of this condition was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the blade tightening bolt on the sagittal saw attachment device would not tighten properly to hold the blade device. According to the report, the blade device went in normally but then after about two seconds of running, the blade device was deviating abnormally. It was further reported that when they attempted to tighten the bolt, it would just spin and spin and not tighten down as usual. It was unknown if there was a delay in the procedure due to the event, or if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.